Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A manufacturer representative reported that, while setting up for a procedure, the navigation system became unresponsive when verifying instruments. There was no patient present when this issue was identified. No additional information was provided.